Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The fse evaluated the system. The optics, optical alignment including beam mode, near alignment, and far alignment were fully inspected and verified. It was verified that the calibration numbers for all 4 bricks are within spec. The system was tested at .3j and 120 hz (expected output 32.4w-39.6w) using brand new technician test fiber and 3 separate moses 550 fibers. All the fibers produced passing result between 34-35w. Verified energy output at all levels per checklist. The reported issue was not apparent. The device was fully operational and ready for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of "device - low power" was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the investigation was unable to identify any damage or malfunction related to the reported allegation. The conclusion code "no problem detected" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that the laser was indicating low power output after a new software upgrade. There was no patient or procedure involved.

Event description:
It was reported that the laser was indicating low power output after a new software upgrade. There was no patient or procedure involved.